Event description:
Na.

Manufacturer narrative:
Corrected fields are e1 event site telephone, h6 type of investigation, component and h11. Updated fields are b4, g3, g6, h2. Jacqueline,stated the pump was not currently alarming because physician had filled the balloon. The esp personnel verified with jacqueline there was no blood or discoloration in the helium tubing. The esp personnel explained to her how to correct the alarm if it should happen again confirm there is no blood or discoloration in the tubing, press iab fill, press start, and then check for blood in the helium tubing again. The esp personnel reviewed the nature of this alarm and different clinical possibilities and concluded it was most likely due to the patient being tachycardic. Furthermore esp personnel gave user her direct contact number stated to call back if alarm goes of more than 3 times in an hour or if any other issue arises.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction: mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.